Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 175 mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Insulin pump received with all buttons responding properly. No button error alarm noted. No moisture damage or corrosion was found at keypad traces per visual inspection. Insulin pump received with minor scratches on lcd window and cracked case at display window corners. No unexpected audio or beep alarms anomalies noted.